Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 for pulmonary arrest. On arrival, the patient experienced bradycardia with a heartrate in the 40s and continuous low flow alarms. Cardiopulmonary resuscitation was performed. The patient had severe hypotension and was treated with epinephrin, vasopressors, and levophed. They were placed on ventilatory support, max pressors, and continuous renal replacement therapy (crrt) due to the arrest event. The patient was unable to be revived so care was withdrawn, and the pump was turned off. Ultimately the patient passed away on (B)(6) 2024 due to multiple organ system failure. The device was not explanted and was not returned to abbott. No autopsy was performed. The death was not device related per clinician.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The outcome was not considered to be device or therapy related, and (B)(6) was operating as intended. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure/dysfunction, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management,¿ lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.